Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported, "apparent once tibial baseplate trial removed from tibia anterior, posterior split of tibial plateau following use of triathlon tibial keel cutter. Bone slightly soft but not soft enough to expect event in advance. Sclerotic medically as normal with varus knee deficiency."

Event description:
It was reported, "apparent once tibial baseplate trial removed from tibia anterior, posterior split of tibial plateau following use of triathlon tibial keel cutter. Bone slightly soft but not soft enough to expect event in advance. Sclerotic medically as normal with varus knee deficiency."